Event description:
Advanced the silverhawk es+ over the .014 wire, which doctor said was difficult to advance over. Made four passes in occlusion and removed device to clean but got hung up on the sheath. The nose cone of the device detached and became lodged on the wire just outside the sheath. Wire was looped in vessel, as a result, the physician pulled the wire tight through the sheath with the nose cone attached. He could not remove the nose cone from the wire, it was stuck. No injury to pt reported.